Event description:
It was reported that a hospital repair staff was injured while repairing the bed. The facility alleges the worker removed the lift actuator, and the base of the bed fell on the worker's feet. After the base fell, the litter hit the head of the worker, resulting in a cut that required stitches. The employee was treated and medicated at the hospital and he needed to take time off work for a few days for home treatment.

Manufacturer narrative:
After investigation, the cause for the maintenance worker's injury was the bed weight not being supported resulting in a lift drop/collapse. It was identified during the investigation that this worker did not have the proper training or experience to perform this repair. Additionally, it was identified in the labeling review that this repair requires appropriate training as well as a special toolkit to support the weight of the product which was not used in the reported incident. Other text: device not made available by customer.

Event description:
It was reported that a hospital repair staff was injured while repairing the bed. The facility alleges the worker removed the lift actuator, and the base of the bed fell on the worker's feet. After the base fell, the litter hit the head of the worker, resulting in a cut that required stitches. The employee was treated and medicated at the hospital and he needed to take time off work for a few days for home treatment.